Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4); product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. The patient presented emergently to the ER, 10 days later with complaints of leg pain and numbness. A CT performed showed a total occlusion of the stent graft at the level of the bifurcation with no flow down to either of the endurant limbs. It was noted there was a tight spot in the aortic neck just above the bifurcation, which was compromising flow to the iliac limbs. Intervention was performed on the same date, the physician used a catheter to remove thrombus from both limbs. An endurant aortic cuff in the proximal portion of the graft and implanted two endurant limbs into the aortic cuff above the bifurcation of the graft and above the tight spot in the neck. The cuff and limbs were then ballooned. This resolved the event. An angiogram performed showed patency in both limbs. As per the physician the cause of the event was anatomy of the aortic neck. No additional clinical sequelae were provided, and the patient is fine.